Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2013-01106.

Event description:
The affiliate stated the customer reported false positive troponin I (access accutni) result, within the risk stratification, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. An initial elevated result of 0.151 ng/ml was obtained and released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the sample, on the same instrument, produced lower results of 0.007 and 0.004 ng/ml, within the normal reference range. The patient's sample was collected in a greiner serum tube and centrifuged at 4,200 rpm (rotations per minute) for ten minutes, at 20 degrees celsius room temperature. All system parameters including quality control, calibration, and system checks were performing within assay and instrument specifications at the time of the event. No sample integrity issues were noted. The instrument was in normal operation.